Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. At the time of the occlusion, the customer's cartridge had been in use for 3-4 days. Tandem technical support (cts) advised the customer that cartridges filled with humalog should only be in use for up to 2 days. The customer declined troubleshooting with cts to determine a possible cause of the occlusion. Customer's blood glucose level was 241 mg/dl.